Event description:
A malfunction was reported on a customer's pump, which caused their blood glucose levels to exceed a safe threshold, but the specific high value was not known. The customer addressed the high blood glucose by administering a correction injection manually and did not seek third-party assistance. Technical support provided instructions for resetting the pump, which was successfully reset without the recurrence of the malfunction. The customer was able to continue using the pump and was advised to contact technical support if the malfunction code appeared again.